Manufacturer narrative:
Results: the introducer sheath was ovalized in multiple locations along its length. There was some blood present on the pusher assembly and inside the introducer sheath. The embolization coil was intact with the pusher. Conclusions: evaluation of the first returned ruby coil revealed the introducer sheath was ovalized at multiple locations along its length. This damage caused resistance when advancing or retracting the pusher assembly through the sheath and likely contributed to the resistance experienced during the procedure. These ovalizations also prevented the embolization coil from being fully re-sheathed. During functional testing, the returned coil was re-sheathed inside a demonstration sheath and was advanced through a demonstration catheter without issue. Evaluation of the second returned ruby coil revealed a detached embolization coil with a fractured sr wire. This damage is typically a result of forcefully retracting the device against resistance. The pusher assembly and non-penumbra catheter used in the complaint were not returned for evaluation. The root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00785.

Event description:
The patient was undergoing a coil embolization procedure to treat a branch of the inferior mesenteric artery (ima) using ruby coils. During the procedure, the physician successfully placed multiple ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance two ruby coils through the microcatheter, and therefore the ruby coils were removed. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.